Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, the procedure was (B)(6) 2015; the expiration date was noted as 11/30/2015. Therefore, the product was used 9 days after the expiration date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the absolute pro instruction for use states: note the product use by date specified on the package. The reported use after expiration date appears to be user related. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for use after expiration reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during an un-specified procedure, the 7.0 x 40 absolute pro vascular stent was deployed without issue, with a good result. After the procedure, it was found that the stent was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.